Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that there was loss of image.

Event description:
It was reported that there was loss of image.

Manufacturer narrative:
Alleged failure: 12 minute delay in case with patient on table, no adverse consequences. Cib hayden onsite flickering [update - there was a full loss of image for 4-5 minutes. A replacement ccu was used to complete the procedure. There was no medical intervention.] The failures identified in the investigation is consistent with the complaint record. The probable root cause of the issue reported is due to a transition board failure. Replacing the transition board fixed the issues. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.